Event description:
Small tip on insertor was missing after surgeon used instrument. X-ray revealed small tip in pt's bone. Size of metal equal to or less than 1 mm. Not removed. No adverse pt outcome.